Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery and assisted customer with priming. Customer's blood glucose was 489 mg/dl at the time of incident. Customer indicated that they would replace the set and reservoir to attempt to eliminate the manual prime alarm. It appears that a new reservoir eliminated the issue and that the device is working as designed. Customer was advised to monitor use of the device per doctor's instruction and send back the reservoir for analysis.